Manufacturer narrative:
H11 manufacturer narrative: the device was not returned for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that during implantation of an annuloplasty ring, the er23b device (y-shaped endoreturn arterial cannula) became accidentally dislodged from the right femoral arterial access site. As reported, the intraclude device was already inserted in the cannula at the time of dislodgement. The dislodgement was reported to be related to the short length of the arterial y-shaped cannula in relation to the long distance to the vessel in a large patient; no device malfunction was observed prior use. The device was initially inserted percutaneously into the right femoral artery and was secured using sutures. During the procedure, the cannula dislodged, resulting in significant groin bleeding. Emergent vascular surgical intervention was required, including reconstruction of the affected vessel using a bovine pericardial patch graft. Arterial access was subsequently re-established via cannulation of the contralateral femoral artery with a second endoreturn device. The same intraclude device was used. The event was classified as severe in intensity. Following intervention, perfusion of both lower extremities was reported to be good. Postoperatively, the surgical wound developed a wound-healing disorder requiring surgical re-exploration. Bacterial cultures were positive for escherichia coli and prevotella bivia. The wound was managed with vacuum-assisted closure (vac) therapy, with dressing changes performed twice weekly. The wound was reported to be improving, and the patient was later discharged to a rehabilitation facility.